Manufacturer narrative:
The actual device used in the event has been reported as unavailable for further testing by the manufacturer; however, the user facility has been reported as available for further evaluation. The device has not been received.

Event description:
It was reported that after having disconnected the line, at recovery time, air passed through the arterial branch of the canaud catheter. The reporter stated there was no clinical harm to the patient as the line was clamped and the tego device was replaced. No additional information is available.

Manufacturer narrative:
Additional information: 10/25/2019, yes. The device was received for evaluation on 10/25/2019, in the sealed package and visually inspected. No damage or anomalies were identified. No mating devices were returned with the sample. The new tego connector was functionally tested and met product performance specifications. A device history review (DHR) was conducted and no non-conformances were found that would have contributed to the reported complaint. The reported issue of air in the line could not be confirmed.